Event description:
It was reported that that the patient no longer had an implanted system. It was noted that the patient¿s device was removed because ¿she thought the physician put the system in incorrectly.¿ it was noted that the ¿fallen leads caused her pain.¿ it was further noted that the ¿a little after the implant surgery, the patient¿s leads fell and coiled under the skin, which caused her pain.

Manufacturer narrative:
Product ID: 377745, lot# v016736, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 377745, lot# v016736, implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 377745, lot# v016736, implanted: (B)(6) 2007, product type: lead. Product ID: 377745, lot# v016736, implanted: (B)(6) 2007, product type: lead. Product ID: 377745, lot# v016736, implanted: (B)(6) 2007, product type: lead. (B)(4).